Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 7 am. He tested back to back on the subject meter and observed values of ¿13.0 mmol/l and 6.0 mmol/l¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages his diabetes with an unknown type/dose of self adjusting insulin and he denied making any changes to his usual diabetes management routine in response to the alleged issue. Approximately 15 minutes after testing, he claimed he developed symptoms of ¿sweat and started to shake¿ and self treated by eating a cookie and drinking cola at approximately 7:15am of that same day and felt better immediately afterwards. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/22/2013). The patient¿s meter and test strips have been returned on 8/6/2013 and evaluated by lifescan product analysis on 8/15/2013 and 8/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.